Event description:
It was reported that during a lap sigma procedure the anastomosis was incomplete. The surgeon hand sutured to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent 10/4/2007. Information anticipated, but unavailable at this time.